Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced high blood glucose level. Customer¿s blood glucose level was 590 mg/dl, at the time of incidence. Customer reported that the infusion set was bent. Customer declined to troubleshoot or to provide more focus on the issue. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.